Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They got help to change from program 3 to program 4 about 10 days ago. Patient was informed by a company representative (rep) to give it a week to 10 days but they were ill, so it had been two weeks. Patient stated the program number 4 did not appear to be working and they were still getting up 12-15 times per night. Patient synched with patient programmer (pp) during the call and pp showed stim was off. Patient was on program 4 at 4v. Patient stated they had worked with the controller yesterday and may have turned stim off. Patient was instructed to turn therapy on and reported feeling stim. Patient was on program 4 at 3.5v. Patient wanted to try and see if stim off may have been why they were not getting symptom relief. Patient was advised to follow up with healthcare provider if problem did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the implant not working was not determined. They were still working on it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not think that their implant was working, and they had not had any relief. Patient noted that they were still going 14-16 times a night. Patient tried increasing multiple programs. Patient had access to a programmer, synced with the programmer and stimulation was on. Patient noted they had ability to change programs and/or adjust stimulation, and they were currently at 2.20v, where they thought they could not go any higher comfortably. It was noted that patient felt stimulation in the bicycle seat region. Patient said they had not spoken with the health care provider (hcp) about changing programs, so patient was directed to the hcp first to discuss if that would be medically appropriate. Patient was on program 3, it was reviewed that there were three other programs that may help. Patient called back later that day at said that the hcp said it was appropriate for them to change programs and settings as needed. Patient was guided through changing to program 4, increased to 3.0v where they felt stimulation comfortably. It was noted that patient would monitor and call back if they needed further assistance. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the patient reported the same events as previously reported and stated that their hcp wanted them to try program 2. The patient was on program 1 at 1.65 volts and, with assistance, they were able to switch over to program 2 at 1.0 volts. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they had some back pain related to back surgery that they had on (B)(6) 2017. They were using program 3 for a while and they were feeling back pain when they rolled over at night, so they would wake up and then have to use the bathroom. Patient stated the healthcare provider (hcp) wanted them to try program 3 again since their back pain had gone away to see if it can help their symptoms. The program 4 has been effective for their symptoms and they were getting up less at night. Patient indicated they saw their hcp on the day of this call and was instructed to change back to program 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they went to see their healthcare provider and suggested they try a new program, and they thought they had done that 3 times already. The patient stated they were not happy with the effect the therapy was having. The patient initially started on program 3 on (B)(6) 2017, and changed to program 4 on (B)(6) 2017 and things got better. The patient switched back to program 3 on the 24th and things were not as good as they were on program 4. The patient noted they did feel they were getting a 50% relief of symptoms but really noticed it wasn¿t helping on (B)(6) 2017. They went from getting up at night from 4-7 to 9-10 times a night. The patient noted that the issue of not having good therapeutic effect was not since implant. The patient called back on (B)(6) 2017 to report that they wanted assistance changing programs per previous review. The patient reported that the implant was on program 3, at 2.05 with stimulation turned on. The patient stated their healthcare provider instructed them to try the other programs for a month or two and if those were also not effective to follow up with the healthcare provider. The patient changed to program 1 over the phone and set amplitude to 1.65v where it was comfortable. No further complications were reported.